Event description:
This case was initially received via (B)(6) on 06-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("wheel-shaped lower abdominal pain (not clearly connect it to a start time of mensturation)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (three regular child births, last one in 2012) and spontaneous abortion. Essure inserted without problems. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included mood altered with mirena. Concurrent conditions included allergy to metals. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation (first two bleedings days heavy bleeding and pain)"), dysmenorrhoea ("irregular menstruation (first two bleedings days heavy bleeding and pain)"), back pain ("lower back pain (not clearly connect it to a start time of mensturation)"), fatigue ("tiredness"), headache ("headache"), abdominal distension ("swelling in whole stomach area"), alopecia ("hairloss"), libido decreased ("decreased libido due to pain during sex"), dermatitis bullous ("bullous rash between fingers") and dyspareunia ("decreased libido due to pain during sex"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic hysterectomy and fallobian tubes removal performed.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menstruation irregular, back pain, fatigue, headache, abdominal distension, alopecia, libido decreased and dermatitis bullous outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, back pain, dermatitis bullous, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased and menstruation irregular with essure. The reporter commented: consumer cannot define start date of the symptoms. She wished to have essure removed if it could help to the symptoms. On (B)(6) 2017 laparoscopic hysterectomy and fallobian tubes removal performed. Essure implants were inside tubes in right place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 467 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.